Event description:
Pt's wife states pt had a major heart attack on (B)(6)2016. Lupron injection was to be given on (B)(6)2017, but delayed until (B)(6)2017. Pt had an angioplasty in leg and blockages in heart that were not able to be opened. Pt discharged on (B)(6)2017. Dose or amount: 48mg, frequency: once, route: into right knee. Dates of use: (B)(6) 2016 - current. Diagnosis or reason for use: osteoarthritis. "Is the product compounded: no, is the product over-the-counter: no."